Event description:
Reporter states, "the tibial insert would not fit into the baseplate securely." There was no adverse consequence to the patient or delay in surgical or anesthesia time due to this event."

Manufacturer narrative:
Additional info: h4: date of mfg. = 7/1997 summary of evaluation: the evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.